Event description:
It was reported that the insulin pump alarmed no delivery, which was not resolved by an infusion set change. The blood glucose reading was 322 mg/dl. The customer was advised to perform a 5.0 unit fixed prime, but he was unable to navigate through the insulin pump. The caller advised that the troubleshooting procedure could not be completed and that he would call back to proceed later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.